Manufacturer narrative:
The family member denied use of the meter remote; the blood glucose measurements were taken on an unk blood glucose meter. The family member was urged to review the accuracy of the blood glucose meter with a health care professional. Hypoglycemia and increased hemoglobin a1c can occur if the pt experiences frequent blood glucose excursions that include lengthy episodes of undetected hyperglycemia. The pump has not been returned to animas for evaluation. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box history showed days back to (B)(6) 2014; the history from the time of the reported event was unavailable due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
It was reported that the pt had frequent morning hypoglycemia; it was also reported that she had an elevated hemoglobin a1c. A family member stated that since programming and using a replacement pump about three weeks ago the pt has been waking up with low blood glucose every morning. She said that when the pt's blood glucose is about 44mg/dl when the pt awakes, the pt is difficult to arouse, and she does not respond to questions. The family member reported that she treats the pt at home with oral carbohydrates and the pt's blood glucose level responds. She said that the pt sometimes has low blood glucose levels randomly throughout the day. According to the family member, the pt was seen by her health care provider (hcp). Prior to the appointment, the blood glucose was 87mg/dl. During the appointment, the hcp discovered the presence of small ketones and hemoglobin a1c of 7.6%. The family member stated that when they returned home, the pt's blood glucose was 50mg/dl, she "felt low," and was successfully treated for the low blood glucose. The family member reviewed the pump and the bolus history was determined to be accurate, the total daily dose was correct, and all pump settings at first appeared to be correct. She later implied that there may have been an error when the replacement pump was programmed and that the pt's pump settings from the previous pump could not be located. The family member stated that they have been making basal rate adjustments with the assistance of the hcp. In conclusion, this complaint is being reported as hypoglycemia attributed to user error.